Event description:
On 12/19/02 risk mgmt notified co via fax of their med watch #03-0065-2002-0008. The user facility's description of the event was that the pt was involved in a motor vehicle accident on 09/25/02. Pt was taken to surgery in 10/02 for an open reduction and internal fixation of comminuted right and left fractures of the mandibular body. In 2002, pt was returned to the or for incision and drainage of a left mandibular abscess and removal of a broken mandibular fracture plate. Two kls-martin reps were present for the initial injury in 10/02. The device used was a 2.0 system, lp plate, 16 hole, reg 6mm, cp titanium. The pt expired in 2002 after cardiac arrest. The device involved is available for viewing only at the user facility and the MFR is therefore unable to test the device to determine the likely cause of breakage. No further compliants have been reported.